Event description:
During the surgery, the surgeon felt friction when he advanced the enterprise stent ((B)(4)/lot unknown) into the middle of the microcatheter (details unknown) after he placed the microcatheter. There was no kink after removing the microcatheter. The surgeon had to change to another stent (details unknown) to complete. There was no patient adverse event. There was no significant delay in the procedure due to the issue. The target vessel site is unknown. An adequate continuous flush was maintained through the catheter. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of this device.

Manufacturer narrative:
The product was received for decontamination on (B)(6) 2014. The results and conclusion of the event are forthcoming pending completion of product investigation.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received into the introducer tube. The involved microcatheter was not received for analysis. No anomalies were observed on the received unit. The functional analysis was performed successfully. A lab sample microcatheter was used to perform the functional analysis. The delivery wire was able to go through the microcatheter without any resistance or friction. The stent was deployed successfully. The enterprise stent was inspected under a microscope and no damaged was found. DHR review could not be performed due to the lot number was not provided. The failure that there was resistance through the microcatheter reported by the customer was not confirmed since the functional analysis was performed successfully with a lab sample microcatheter. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.